Event description:
It was reported that an alert was received due to a low, out-of-range right ventricular (rv) pacing lead impedance measurement measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. At this time, the cardiac resynchronization therapy pacemaker (crt-p) and non-boston scientific lead remains in service. No adverse patient effects were reported.